Event description:
A report was received that the patient underwent an explant procedure due to pocket site discomfort. The devices were working properly prior to explant.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.